Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a tip clamp stuck to the tip eject sleeve in the problem area of the pipetter assembly. The fse replaced the tip clamp. The instrument was inspected, tested without further problem, and returned to service.